Event description:
After an effective post operative baclofen titration (till 1 month), each increase of the dose induced spasticity. The pt and hcp agreed to explant the pump. The pump was filled with saline and explanted. After the explant, the pt's spasticity level reduced. There was no pt injury.

Manufacturer narrative:
The pump has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.